Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. The skin reaction was described as raised, red, and itchy skin right under the adhesive in the shape of the adhesive. Patient treats the affected area with over the counter (otc) diaper rash cream and prescription triamcinolone. Patient was seen by her pediatrician on (B)(6) 2015 and given a prescription refill of triamcinolone for the reported skin reaction. At the time of contact, patient's current condition was reported as "stable". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).